Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that removal difficulty occurred. A mach1 guide catheter was selected for use in a coronary artery. Vascular access was obtained via the femoral artery. After using the device for the first time and after ethylene oxide (eto) sterilization, the physician noticed that the catheter became stiff. It was further noted the catheter deformed while passing through the sheath. The catheter also had a tenancy to deform with slight torque and become kinked. Consequently, the catheter became difficulty to remove. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the catheters were resterilized in the hospital.